Event description:
The customer called to report alarms on the insulin pump. The customer then stated that she was recently hospitalized for high blood glucose. The customer's blood glucose reading was 149 mg/dl at the time of the call. The insulin pump was replaced due to the alarms.

Manufacturer narrative:
The insulin pump passed the operating currents, selftest, off no power and displacement tests. No unexpected alarms were noted.